Event description:
The customer reported that she fell in the pool. Troubleshooting was performed and the device alarmed. The device displayed only the icons. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had blank display as a result of a corroded electronic and motor assembly. The device also received with a cracked reservoir tube.